Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument was noted to have a divot at the distal end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint that there was a divot at the distal end of the instrument. The customer complaint was not clear but some damage was found on the distal end of instrument. Based on visual inspection, a crack was found on the main tube and damage on the tube extension. The tube extension exhibited an indentation with visible material loss near the proximal clevis. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Additional observation that was not reported by the customer were micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction and measures approximately 0.1175. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft. No evidence of arcing was found. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.